Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: during analysis the device failed incoming testing, which was then rerun prior to powering down and all passed. The failures were rerun one day later on both testers and failed. The generator was opened and the interconnect flex was reseated. The failures were then rerun on both testers and all passed. Intermittent operation was noted. Analysis also found that the battery drawer was sticky. No battery was returned with the device. (B)(4).